Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomena monitor does not power up and no liquid crystal display (lcd) occurred due to failure of the band imaging (bi) board. The cause of the faulty bi board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had a faulty band imaging (bi) board, the bezel was chipped, the brightness level was out of specification (lcd had over 50000 hours) and the rear cover was discolored. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the high-definition lcd monitor could not power up. There was no harm or user injury reported due to the event.